Event description:
The following description of the event is a summary of the info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. Customer claims this ventilator did not delivered volumes while on a pt, this is the only info provided by our customer, no alarms info or vte info. The following info concerning the condition of the pt was provided by the user facility in response to a letter went by carefusion seeking add'l info. Allegation of pt harm: no; medical intervention required: no; pt still no ventilation support. The following description of the event was copied from a maude event report received by carefusion from the FDA on (B)(6) 2014. "Ventilator reading low exhaled tidal volumes-336. Set tidal volume for 450 ml. Required manual ventilation to meet pt demand.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2014. It should have been (B)(6) 2014. The information for this follow-up report was noted on 8/27/2015. This event was an adverse event as well as a product malfunction. Medical intervention was required to preclude serious injury or death. Life threatening and required intervention to prevent permanent impairment/damage (devices) were added because the ventilator required change out. Vela comp d ventilator. A maude report was received indicating the user facility submitted a report to the FDA on 7/25/2014. Information redacted from initial MDR, submitted in error. Should be coded as serious injury given medical intervention was required to preclude serious injury or death.

Manufacturer narrative:
Corrected data: malfunction. No patient injury.

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info provided by the user facility via phone conversation(s), written response to a letter from carefusion requesting add'l info and info contained on the maude event report received from the FDA. (B)(6). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device, verified the complaint nad determined that the root cause of the reported event was a faulty main pcba. The carefusion field service rep installed a replacement front panel which included a new main pcba and ran the device through a ventilator performance checks to ensure it meet all factory specs. Upon completion the device was released back to the user facility ready to be placed back into service. Due to the age of the device, the main pcba was not return for eval.